Manufacturer narrative:
Site nurse manager declined to provide patient weight. On 05/24/2016 a medtronic representative, following-up at the site, reported the navigation system was unresponsive (they were unable to click on anything on the screen, however, clinical app remained open). After shutting-down, the system boots straight to no input detected now. Return requested. Replacement computer shipped to site 05/24/2016. Medtronic investigation of returned suspect computer finds that with initial power on and the navigation system does not post. Clean ram contacts and re-seat. System now power cycling. Pull and re-seat ram cards again. System now posts and it boots to log-in screen. Application launch was successful. Hdd and ram report no errors. Navigation system now stable. Computer failure mode - loose connection/connector. Reported issue was replicated. Confirmed part replacement resolved issue. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 05/25/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative received a report that, while in an ear, nose & throat (ent) procedure, the site's navigation system unexpectedly exited and the site was unable to get it back up and running. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure without the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.